Manufacturer narrative:
The customer complaint of pump module hinge damage was not confirmed since no product was returned for investigation. During a technical practice consultant customer site visit biomed reported that pump module device doors are routinely left opened by clinical staff, which they suspected may lead to hyperextension of the door and hinge damage. During transport the pump module doors should be closed. The alaris system user manual recommends that exterior surfaces be inspected at every usage for damage. No devices were returned by the customer for investigation. The system was used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pump module doors are often left opened by the clinical staff, which may lead to hyperextension of the door, thereby causing the observed hinge damage on the lvp device door.